Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue, guide cath: launcher 6f jr4.0. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states to evacuate air from the balloon segment using the following procedure. This step is performed prior to entry outside of the anatomy. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that a 2.5x12 trek rx balloon dilatation catheter (bdc) was prepped while inside of the patient anatomy. During the procedure to perform pre-dilatation, a 2.5x12 trek rx balloon dilatation catheter (bdc) was advanced to a 15-millimeter (mm), heavily calcified, concentric, 90% stenosed, de novo lesion in the 2.5mm diameter moderately tortuous distal right coronary artery (rca) with slight resistance felt, but no force applied. During the 1st inflation, the balloon ruptured at 12 atmospheres. The trek rx bdc was withdrawn from the anatomy and a 2.5mm non-abbott bdc was used to complete the procedure without issue. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.